Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, during a follow up visit with the patient, the patient states that she visited the emergency room last wednesday due to experiencing inflammation at the stoma site with redness, warmth, and pain. A gastroenterologist examined the site, and the patient was prescribed floxapen 500mg. Since then, the patient has been taking the medication and has noticed improvement.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.